Event description:
It was reported that the patient experienced hiccups during sleep. Patient visited the emergency room of the facility. Upon review, the pacemaker was found to be in the back up mode and caused twitching. Programming changes were made on the device. No patient consequences.